Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a free flow event of pitocin. It was reported by the rn that the event occurred when transferring the tubing from one device to another device. The patient was admitted to a inpatient floor from the ER and per hospital policy the devices need to be returned to ER. Although requested, no additional information about the patient, medication, or event provided. The alaris tubing set that was involved in the event was sent to clinical engineering for testing the biomed stated; "this shows that the safety latch mechanism of the tubing set in question is working properly. The process of transferring a tubing set from one pump to another would be safer if either the pinch clamp or roller clamp were always engaged before transfer. Best choice would be the pinch clamp because it is either open or closed whereas the roller clamp has the potential to be partially open."

Event description:
The customer reported a free flow event of pitocin. It was reported by the rn that the event occurred when transferring the tubing from one device to another device. The patient was admitted to an inpatient floor from the ER and per hospital policy the devices need to be returned to ER. Although requested, no additional information about the patient, medication, or event provided. The tubing set that was involved in the event was sent to the facility's clinical engineering for testing. The biomed stated; "this shows that the safety latch mechanism of the tubing set in question is working properly. The process of transferring a tubing set from one pump to another would be safer if either the pinch clamp or roller clamp were always engaged before transfer. Best choice would be the pinch clamp because it is either open or closed whereas the roller clamp has the potential to be partially open."

Manufacturer narrative:
No product will be returned per customer. The customer complaint of fluid infusing faster than expected could not be confirmed due to the product not being returned for failure investigation. A photo of a lower fitment and roberts clamp was provided by the customer. No anomalies were observed. The root cause of the reported event could not be identified.